Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. Customer blood glucose ranged from 77-103 (mg/dl). Reportedly, the customer stopped the fill sequence, disconnected from the infusion set, and then successfully completed the load sequence.